Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that they were doing the implant for a stage 1 trial. They attempted to connect the lead to the percutaneous (perc) extension, the lead would not go into the perc extension, only the first three electrodes would advance. They tried using two different extensions and lead stopped in the same location. The physician indicated that it feels like the lead feels like it was hitting something. Tried using sterile water and wiping the lead to help advance the lead but that did not resolve the issue. As tss asked for additional information the caller indicated that they determined what the problem was and then ended the call.

Manufacturer narrative:
Continuation of d10: product ID 978b1 lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b1, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.